Event description:
Indwelling foley catheter inserted in 8/02. Found out of resident in 9/02; upon inspection of catheter it was noted catheter was not intact; resident referred to hosp. ER (hosp notified on transfer that retention of part of catheter was suspected). Resident returned to facility with new catheter subsequently complained of pain in abdomen; kub & cat scan done - remnant of retained catheter noted on cat scan - transferred to hosp for removal of retained catheter. Returned to the nursing ctr after retained part of catheter removed; condition at that time - stable.